Event description:
Patient underwent vitrectomy using bausch and lomb vitrectomy machine with membraneblue and tissueblue dyes from dorc. The patient was noted at post-op visit to have significant pathology in the eye and vision loss. FDA safety report ID# (B)(4).